Event description:
Reportedly, two cryocyte freezing containers broke when placed in the water bath for thawing. Cells were discarded at the time of the event. Sufficient back up cells were on hand for transplantation. No adverse pt event reported in association with the breakage. Containers were disposed of at time of event.